Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately calcified and non tortuous circumflex artery. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. It was noted that the catheter broke 60cm from the hub. The physician had to snare it. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).